Event description:
It was reported that during an unk procedure, the devices would not close completely. There was no pt consequence.

Manufacturer narrative:
D4,10; h4, 6: info anticipated, but unavailable at this time.